Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during the investigation, the battery compartment was found to be cracked. No moisture/corrosion was observed in the battery compartment. Unexplained power resets were observed in the black box. The returned battery cap had stripped threads, and was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24 hour duration test. No power resets were duplicated during the 24-hour testing. The pump¿s cover was removed, and no evidence of internal moisture or damage to the power circuit was found. The display screen had a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, the threads of the battery cap were stripped, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.